Manufacturer narrative:
Updated fields: b4,g3, g6, h2,h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field- d5, e1(initial reporter, event site email), e2, e3,e4, g2. The fse found that the purge valve was faulty and replaced the purge manifold assembly. After replacement of the purge valve, the test passed. After further inspection, no additional problems were found, and the equipment was confirmed to be in a usable state, completing the work performed.

Event description:
It was reported that during an in-house inspection, a getinge field service engineer (fse) found that the cs300 intra aortic balloon pump (iabp) failed the safety disk leak test. No patient involvement reported.

Event description:
It was reported during an in house inspection that cs300 intra aortic balloon pump (iabp) had safety disk leaked. No patient involved

Manufacturer narrative:
Due to character limit:e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.